Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) had turned in the pocket site. The patient underwent a revision procedure wherein the ipg was adjusted and set flat in the pocket. The device remains implanted and in use. There were no reported complications postoperatively.